Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 22-sep-2015 which refers to a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent sterilization. It was reported that around (B)(6) 2013, plaintiff went to the implanting physician to begin discussing options for permanent sterilization. The implanting physician recommended that plaintiff have essure implanted in her fallopian tubes instead of a standard tubal ligation procedure. In or around (B)(6) 2014, plaintiff returned to the implanting physician for the essure procedure. The implanting physician implanted the essure coil into her left fallopian tube. However, when the implanting physician attempted to implant the device in the right fallopian tube, the implanting physician was unable to insert the coil into her right fallopian tube due to a malfunction in the deployment of the coil. The improperly inserted right coil was removed from her uterine cavity with forceps. Due to the implanting physicians inability to insert the right coil, the implanting physician then cauterized both fallopian tubes in three locations to sterilize plaintiff. After procedure to implant the device, plaintiff started experiencing severe constant daily pain and severe bleeding. She contacted the implanting doctor many times to complain about her symptoms and went to the emergency room multiple times due to the pain. Since the device was implanted, plaintiff has also suffered from heavy bleeding, constant pain, severe abdominal cramping, and hives due to a metal allergy, migraines, and mental and emotional anguish. As a direct and proximate cause of plaintiffs use of essure, she was forced to undergo surgical removal of the device, developed severe pain, suffered from infection, and underwent numerous procedures. On (B)(6) 2015, plaintiff had a hysterectomy and salpingectomy to remove the left essure micro-insert. The plaintiff suffered profound injuries and it was request by legal action past and future pain and suffering damages, including mental and; emotional stress arising from plaintiffs physical injuries. Product technical complaint (ptc) investigation and final assessment were received on 09-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff. She had heavy/severe bleeding and severe abdominal pain/cramps after essure (fallopian tube occlusion insert) was implanted in her left fallopian tube. According to her lawyer; she underwent surgical removal of the device (hysterectomy and salpingectomy performed) and was submitted to numerous procedures. These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, physician was unable to insert essure in right fallopian tube due to a device deployment issue. Then, he decided to coagulate both fallopian tubes in 3 locations. If essure insertion is unsuccessful and the patient chooses laparoscopic sterilization, it is recommended to clip or coagulate both fallopian tubes distal or proximal to the insert. Clipping or coagulation adjacent to or over the inserts is not recommended. In this case, no details were provided about the exact site of coagulation in left fallopian tube; thus it is unclear if this procedure could have contributed for consumer's pain. Based on the available information and considering events nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.